Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 50mm proximal of weld site. The proximal section of j stiffener wire measures approx 37mm and migrated down lead body approx 68mm proximal of weld site. It appears that entire j stiffener wire was rec'd with all recorded measurements adding up to approx 87mm.